Event description:
On (B)(6) 2025, the patient received a bipolar acetabular cup during total hip arthroplasty. On (B)(6) 2025, a dislocation of the bipolar head was observed. A closed reduction was attempted which resulted in the disassociation of the femoral head from the bipolar head. A revision was performed to replace the outer cup and femoral head with +3mm longer head. A post-op examination revealed an indentation in the liner. The surgeon commented that the dislocation was caused by the short neck length of the head.